Manufacturer narrative:
Analysis of the catheter revealed that the catheter body kink was caused by the inner lumen to occlude.

Event description:
The actual residual volume exceeded the expected residual volume, 18 ml to 4.3 ml. The logs were checked, x-rays and computed tomography were performed, and a rotor/roller study was performed. The cause of the discrepancy was unknown. The patient¿s status was alive and without injury, and there were no patient symptoms or complications associated with the event. On (B)(6) 2014 it was planned to control the system in the operating room (or). If necessary, the doctor wanted to change the catheter or the pump. The medication infused was lioresal. On (B)(6) 2014 a representative reported that they were in the or with the patient and the symptoms were more spasticity. A kink was observed directly next to the fixation. The kink was cut, and the catheter was fixed with a new fixation. Very good backflow of cerebrospinal fluid (liquor) was then observed. The patient¿s daily dose was reduced from 90 to 30 mcg/day. At the time of the report the patient felt well.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).